Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported complaint. There was no damage on the returned device. During functional testing, the audio and visual cues were functioning as intended and was able to aspirate water without issue. The reported red-light could not be re-created. The root cause of the reported complaint could not be determined. Penumbra lightning units are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and a penumbra engine (engine). During the procedure, after aspirating the clot for a few minutes using the lightning, the indicator light on the lightning unit turned yellow then red. Therefore, the physician unplugged and re-plugged the usb cord to the engine. Subsequently, the indicator light on the lightning unit turned green briefly before turning red again. Next, the physician attempted to power cycle the lightning unit, but the indicator light remained red; therefore, the lightning was removed and was not used for the remainder of the procedure. The procedure was completed using another lightning and a cat12. It is unknown if the same cat12 was used to complete the procedure; however, there was no alleged deficiency against it. There was no report of an adverse effect to the patient.